Manufacturer narrative:
Incident summary: on (B)(6) 2024, the biomed reported that when they discharged the patient from the unit, they still saw another patient on the transmitter (tele01). The biomed stated they rebooted the transmitter, but this did not resolve the issue. Additionally, they saw an error light on their org (model: org-9110a, serial number: (B)(6). Nk technical support had the biomed attempt to reboot the org and leave it off for 2 minutes, but the issue persisted. The biomed connected the org to his laptop and initialized the unit. Once the initialization was complete the error message disappeared. However, they wanted to send the unit in for evaluation/repair. There was patient involvement when the issue occurred, but no report of patient harm, no injury, nor any adverse event, due to the reported issue. Root cause anaylysis: the reported issue could not be duplicated or confirmed. As such, a definitive root cause has not been determined. The repair center evaluated the unit and found no malfunctioned parts or issues. The repair center tested the unit for an extended number of hours and was unsuccessful at reproducing the reported issue. It is possible the unit had corrupt software and after the biomed initialized the unit, the issue was resolved. The unit was shipped back to the customer as a "could not duplicate." Device history: a serial number review of the reported device (model: org-9110a, serial number: (B)(6) does not reveal additional related complaints. Complaint history review of the customer's account does not reveal trends for similar complaints. Additional information: b4: date of this report g3: date received by manufacturer g6: type of report h2: if follow-up, what type? H3 device evaluated by manufacturer? H6: adverse event problem codes h11: additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that on the multiple patient receiver (org) when he discharges the patient from the telemetry device, they see another patient on the telemetry device. Bme rebooted the cns, rns & org with or without the telemetry device being monitored but still there was no change. Bme swapped the multiple patient receiver (org) with another one to continue monitoring patients. There was no patient harm or injury reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that on the multiple patient receiver (org) when he discharges the patient from the telemetry device, they see another patient on the telemetry device. Bme rebooted the cns, rns & org with or without the telemetry device being monitored but still there was no change. Bme swapped the multiple patient receiver (org) with another one to continue monitoring patients. There was no patient harm or injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the org: cns: model #: pu-681ra, serial #: (B)(6), device manufacturer data: 06/04/2018, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na. Rns: model #: rns- 9703-242, serial #: (B)(6), device manufacturer data: 01/11/2018, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na, zm transmitters: model #: zm-531p, serial #: (B)(6), device manufacturer data: 10/11/2018, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that on the multiple patient receiver (org) when he discharges the patient from the telemetry device, they see another patient on the telemetry device. Bme rebooted the cns, rns & org with or without the telemetry device being monitored but still there was no change. Bme swapped the multiple patient receiver (org) with another one to continue monitoring patients. There was no patient harm or injury reported.